Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855 bd received a photo for investigation, which displays two samples with specimen draw levels significantly below the stated draw volume of 3.5 ml. The photo includes a sample from each of the batches referenced in the complaint. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: draw volume. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
1 of 2 report. It was reported by customer that while using bd vacutainer® sst¿, due to insufficient negative pressure one (1) tube was underfilled. No adverse impact was reported regarding the patient or user.